Event description:
It was reported that the during lead pull, the physician was having difficulty removing the lead due to increased resistance causing left lead tail to be fractured. Distal portion still remaining in patients body. The lead tail will not be returned as it was not released by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc231650e0; model: sc-2316-50e; serial: (B)(6); batch: 7258827.

Event description:
It was reported that the during lead pull, the physician was having difficulty removing the lead due to increased resistance causing left lead tail to be fractured. Distal portion still remaining in patients body. The lead tail will not be returned as it was not released by the facility. Additional information was received that the remaining trial lead was explanted, and the patient was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.